Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: on (B)(6) 2015, the patient started experiencing chest pain.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2015: troponin I=0.01 ng/ml, upper reference limit 0.03. (B)(6) 2015: ECG=no myocardial infarction. (B)(6) 2015(01:06): ck=220 u/l, normal upper limit 250. (B)(6) 2015(01:06): ck-mb=12.5 ng/ml, normal upper limit 5. (B)(6) 2015(01:06): troponin I=6.517 ng/ml, upper reference limit 0.039. (B)(6) 2015(06:19): ck=232 u/l, normal upper limit 250. (B)(6) 2015(06:19): ck-mb=13.6 ng/ml, normal upper limit 5. (B)(6) 2015(06:19): troponin I=7.890 ng/ml, upper reference limit 0.039. (B)(6) 2015: ECG=no myocardial infarction. (B)(6) 2015: ck=150 u/l, normal upper limit 250. (B)(6) 2015: ck-mb=1.3 ng/ml, normal upper limit 5. (B)(6) 2015: troponin I=0.011 ng/ml, upper reference limit 0.039. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.0x23mm xience alpine stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. Post procedure, the patient experienced elevated cardiac enzymes. On (B)(6) 2015, the patient was discharged home. On (B)(6) 2015, the patient started experiencing chest pain. On (B)(6) 2015, a stress echocardiogram was performed with positive results. On (B)(6) 2015, the patient was hospitalized. Per diagnostic imaging, the proximal (cx) was 90% stenosed. It is unknown if the re-stenosis was within 5mm of the implanted xience alpine stent. Another stent was implanted in the proximal cx as treatment. On (B)(6) 2015, the patient was discharged from the hospital in stable condition. The patient remains in stable condition. There was no additional information provided.